Event description:
Customer reported that he had low blood glucose due to his insulin pump delivered too much insulin into him. Customer stated that he had unexplained low blood glucose for 4 days. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with cracked case near display window and cracked battery tube threads noted during visual inspection.